Event description:
The manufacturer received information alleging ventilation service required error was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that an error code, internal li-ion battery permanent failure (e-0193), was observed on the device's error log. The manufacturer's service technician evaluated and determined the internal battery had caused the error to occur on the device. In conclusion, the device's internal battery needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the rear enclosure case was replaced for physical damage unrelated to the reported issue. The internal battery needs replaced for another system error, urgent reminder (e-0290), that was observed on the device's error log. This error code was unrelated to the reportable issue. The rubber feet were replaced for missing unrelated to the reportable issue.